Event description:
N/a

Manufacturer narrative:
A getinge field service (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The logs did not show any faults or major alarms recorded. The unit was functionally tested without any failures or issues. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed to inflate. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).